Event description:
It was reported that the pump had a motor stall that recovered in more than 2 hours. The cause of the stall was not stated. Patient had experienced pain. The pump was replaced. Drug delivered via the device was dilaudid. Reporter noted this as ¿premature motor stall¿. There were no device diagnostics such as a dye or a rotor study done. Patient sustained no injury and patient outcome was noted as recovered without sequela.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
The system was delivering dilaudid 10.0 mg/ml at 5.207 mg/day. (B)(4).

Event description:
Additional information was received from a consumer. It was reported that a pump event occurred. An adverse event occurred with the pump. It was reported that the patient¿s pump was alarming at first. The patient did not know what it was at the time and went to the healthcare provider (hcp). The hcp told the patient that the pump failed in (B)(6) 2013 and did not last its longevity as expected. They had to go in and replace it on (B)(6) 2013. The pump was replaced, and the issue was resolved on (B)(6) 2013. No [additional] medical symptoms reported.

Manufacturer narrative:
Conclusion code (B)(4) no longer applies; replaced with (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.